Manufacturer narrative:
An event regarding dislocation and corrosion involving a v40 metal head was reported. The events were confirmed. Method and results: device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated that: the female taper in the head contained dark-colored debris on the surface and a sample was extracted for eds analysis (figures 3 and 4). The articulating surface contained abrasion damage consistent with damage from explantation (figure 5). Nothing remarkable was observed on the distal surface of the head. Dimensional inspection: not performed as there was no allegation in relation to device dimensions. Functional inspection: not performed as alleged issue could not be replicated material analysis concluded: eds analysis of the head showed its composition was consistent with specification requirements. Eds analysis of the dark-colored debris extracted from the female taper of the head was consistent with corrosion products and material transfer from the stem. Impingement damage was observed on the distal rim of the insert, consistent with contact with the skirt of the head. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: a review by a clinical consultant concluded that high cup position with low hip offset contribute to instability in the arthroplasty leading to recurrent dislocation requiring revision. The corrosion findings are secondary to overload as caused by the instability. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded that high cup position with low hip offset contribute to instability in the arthroplasty leading to recurrent dislocation requiring revision. The corrosion findings are secondary to overload as caused by the instability. If additional information becomes available, this investigation will be reopened.

Event description:
Revision for recurrent dislocation. It was reported that suspicion of corrosion was confirmed around the head internal and neck of stem. The surgeon implanted the new head after cleaning surrounding the neck to avoid removal of the stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision for recurrent dislocation. It was reported that suspicion of corrosion was confirmed around the head internal and neck of stem. The surgeon implanted the new head after cleaning surrounding the neck to avoid removal of the stem.